Event description:
The facility representative reported an infuso.r. Pump with a condition of "flex cable on pc board does not stay on board." This condition occurred upon power-up in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump of a flex cable on printed circuit board does not stay on the board was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a defective switch printed circuit board (pcb). The switch pcb was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.